Event description:
It was reported that during a laparoscopic procedure, the device malfunctioned during the case. It is unknown how the device malfunctioned and it is unknown how the case was completed. There are no details available.

Manufacturer narrative:
(B)(4): fired through lockout. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.